Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1702014p medical device expiration date: 2022-01-31 device manufacture date: 2017-02-28 medical device lot #: 1610020p medical device expiration date: 2021-09-30 device manufacture date: 2016-11-02 (B)(6). Investigation: it has been received 1 sealed sample of 10ll lot 1702014p and 1 sealed sample of 10ll lot 1610020p. On visual inspection of both samples no damage or molding defect can be observed. DHR of lots 1702014p and 1610020p has been reviewed not finding any annotation or deviation regarding the alleged defect. On checking the results of silicone weight, break out and sustaining force tests performed during manufacturing process of lot 1708010, they are within specification limits (jg-500 for 10ml syringes break out force max.4.5lbs, sustaining force max.2lbs; silicone weight ref: (B)(6)). Silicone weight, break out and sustaining force tests are done with the two samples received. Results meet specification limits. Final products were sampled and they were subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304). Assembly 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift once in the first pallet and once in last pallet of the lot primary packaging 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Once in the first pallet and once in last pallet of the lot secondary packaging 1 shelf-package per pallet according to results obtained during manufacturing process and results obtained with both samples received, no manufacturing defect has been found in the syringes that could have caused the alleged defect.

Event description:
It was reported that the plunger on the bd plastipak¿ hypodermic luer lok¿ syringe was difficult to move and required extra force when using. There was no report of injury or medical interventions.